Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 23-aug-2018 with the following findings: investigation revealed moisture behind the display lens and the display lens was peeling off. A leak test failed due to a display lens leak and battery compartment crack. The pump cover was removed and internal moisture was found on the printed circuit board and internal components of the pump.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (damaged w/ moisture) issue.